Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was cracked. The reporter stated that the crack in the display lens did not impair the user's ability to read the screen. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: visual observation of the display screen revealed the lens was scratched; the alleged crack was not confirmed. The display was found to be dim/faded. A test screen was inserted and functioned appropriately. Unrelated to the complaint, the vibration motor was found to be unresponsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.